Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "failure code 812:02". This event occurred during use, but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Sample availability is currently unknown. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A device history review was performed with no exceptions found during manufacturing.